Event description:
It was reported that during a stent placement procedure, after the stent was deployed there was allegedly difficulty in tracking the deployment system back over the wire. It was further reported that the deployment system was allegedly detaching proximally upon removal. The procedure was completed using same device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2026). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the lot history records of both lots were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the delivery system was not returned for evaluation. Five photos were provided, showing a 6f lifestent solo delivery system with a broken proximal sheath close to the transition of the black segment to the silver segment. Based on photos provided break of the stability sheath of the delivery system is confirmed. Even though the damage of the stability sheath may be related to alleged difficulties to remove the device after stent deployment, the reported difficulties could not be reproduced. Based on photos provided break of the proximal sheath of the delivery system is confirmed. Based on information available the reported difficulties to remove the device after stent deployment could not be reproduced. A definite root cause for the reported issue could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. The potential issue of difficulties to remove the delivery system after stent deployment was found addressed; the instructions for use states: "if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together". Potential contributing factors were found addressed. The instructions for use states: "gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035¿ guidewire of appropriate length and diameter across the lesion to be stented via the introducer sheath". H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the calcified superficial femoral artery, after the stent was deployed, there was allegedly difficulty in tracking the deployment system back over the wire. It was further reported that the deployment system was allegedly detaching proximally upon removal. The procedure was completed using same device. There was no reported patient injury.